Event description:
At the end of stage 4 of bruce protocol, the "stop exercise" button was depressed. Instead of slowing down, the treadmill increased in speed and grade. An emergency stop switch was used to stop the treadmill. No complications to the pt.